Manufacturer narrative:
H3:one device was received for evaluation. The service history review of the device showed no previous reported repairs. Visual inspection was performed in attempts to duplicate the reported issue and the issue was duplicated. The probable cause of the reported issue was a defective wireless communications module. The module will be replaced with a new one.

Event description:
It was reported as an out-of-box failure during implementation at the facility. The device generated alarms due to intermittent module connectivity. There was no patient involvement.